Event description:
As reported, the saber rx 3mm x 4cm balloon ruptured at 6atm during the initial inflation. It was noted that 6atm was the balloons nominal pressure. The case was completed with the use of two new unknown balloon catheters (4mm*4cm, 5mm*4cm) and a smart stent implantation. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was prepped normally. The device was able to maintain negative pressure. The lesion was below the left clavicle. The lesion was noted to be severely calcified and have a stenosis. The vessel did not have any tortuosity. The lesion was noted to have a 90% stenosis. A 6f non-cordis sheath was inserted from the brachial region. A .018 guidewire crossed the lesion and ivus was done. A saber rx 2*4cm balloon was used to inflate the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The catheter was advanced through the vessel without difficulty. There was no difficulty noted while crossing the lesion. The catheter was never in an acute bend and was never kinked while being used. The device was removed intact from the patient. The non-cordis inflation device used was also used successfully with other devices during the procedure. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, the saber rx 3mm x 4cm balloon ruptured at six atm during the initial inflation. It was noted that six atm was the balloons nominal pressure. The case was completed with the use of two new unknown balloon catheters (4mm*4cm, 5mm*4cm) and a smart stent implantation. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was prepped normally. The device was able to maintain negative pressure. The lesion was below the left clavicle. The lesion was noted to be severely calcified and have a stenosis. The vessel did not have any tortuosity. The lesion was noted to have a 90% stenosis. A 6f non-cordis sheath was inserted from the brachial region. A .018 guidewire crossed the lesion and ivus was done. A saber rx 2*4cm balloon was used to inflate the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The catheter was advanced through the vessel without difficulty. There was no difficulty noted while crossing the lesion. The catheter was never in an acute bend and was never kinked while being used. The device was removed intact from the patient. The non-cordis inflation device used was also used successfully with other devices during the procedure. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82230535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.